Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the titanium tip broke during the pre-run test. The broken piece didn't fall into the patient's body. Changed to another one to compete the procedure. No adverse event on the patient. One device will be returning.